Manufacturer narrative:
The user facility report indicated that the glidescope gvl 3 stat was discarded, rendering it unavailable for examination. Additionally, the device packaging was disposed of, making the lot number unavailable. Since the device was not returned to verathon for evaluation, the cause could not be determined. Verathon followed up with the facility for additional information regarding the reported incident, however, they were unable to confirm what caused the stat tip to detach inside the patient, if the device was stored with exposure to direct sunlight or ultraviolet (uv) lights, or if the device was reprocessed and reused. The glidescope video laryngoscopes operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." The omm also states, "when you remove the gvl stat from the packaging, visually inspect the stat to ensure that all exterior surfaces are free of unintended rough areas, sharp edges, protrusions, or cracks." Verathon followed up with the customer and restated the importance of checking the device before and after its use in a procedure. Trending analysis for the glidescope gvl stats does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is currently not required at this time. Verathon will continue to monitor any ongoing trends.

Event description:
A customer reported via user facility medsun report number (B)(4) that a patient complained of throat pain in the post anesthesia care unit (pacu) and subsequently coughed up a 1 cm piece of clear plastic, identified as the tip of a glidescope gvl 3 stat. The certified registered nurse anesthetist (crna) indicated that the intubation process using the glidescope went without complication; however, the stat was not inspected immediately afterward and was discarded. The surgical team was notified and conducted a fiberoptic inspection of the oropharynx, which revealed no apparent lacerations or injuries.